Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to perform several actions, including disconnecting tubing and delivering boluses, which were executed successfully. The customer was advised to replace supplies as necessary and resume insulin therapy.